Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking at scope connector cover, bending section rubber glue worn out, light guide lens chipped, connecting tube was scratched, connecting tube snaky, switch 1 and 2 was incised, universal cord had wrinkles, scope connector electrical contact corroded, angulation out of specification, insulation resistance value out of specification, biopsy channel worn out, and no air/water flow. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the evis exera iii colonovideoscope, flow problem was identified, and the wash cycle stopped. Upon inspection and testing of the customer returned device, foreign debris was found clogged in the air/water nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, from the inspection results of the equipment, it was confirmed that the nozzle was clogged with black solid foreign matter. Olympus was unable to obtain information from the facility regarding the reprocessing and handling of the equipment. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspect the air-feeding function and the objective lens cleaning function." 2) "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air/water channel cleaning adapter after each patient procedure. Flush the air/water channel with detergent solution and presoak the endoscope." Olympus will continue to monitor field performance for this device.